Event description:
It was reported that during a ureteroscopy procedure for kidney stones, the fiber broke at half the length. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.